Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2003, product type: catheter. Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2003, product type: catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was reported that, on the night of (B)(6) 2014, the patient heard the pump alarming. Per pump logs, a motor stall occurred on the same date at 10:00pm. At approximately 3:30am the following morning, the patient woke up with gradual symptoms of increased pain, shakiness, nausea, achy hands, and withdrawal. The patient also experienced ineffective therapy, underdose symptoms, and sweating. The patient went to the emergency room (ER) and received nausea medication and then went to the healthcare provider¿s (hcp) clinic. The hcp planned to put the patient on oral pain medication. It was also reported that the hcp was discussing doing a CT scan to rule out an inflammatory mass. The pump was replaced (B)(6) 2014. It was noted that the catheter would also be replaced if it was unable to be aspirated. However, only the pump was returned to the manufacturer. At the time of the event, the patient was taken oral nucynta. The device system was used to deliver morphine. Additional information, including the patient outcome and details associated with the possible inflammatory mass, was not reported. Additional follow-up to obtain this information is being conducted.

Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2003, product type: catheter. Product ID 8709, serial# (B)(4), implanted: (B)(6) 2003, product type: catheter. Analysis of the pump revealed gear train anomalies, specified as corrosion and/or wear and/or lubrication and a stall due to shaft bearing.

Event description:
It was later reported that the catheter was checked during surgery was found to be clear and patent after it was aspirated and checked by x-ray with omnipaque. It was also stated that, since the catheter was kinked, the daily dose was lowered. The patient recovered without permanent impairment.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.